Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that fast-fix 360 t2 did not deploy. There was no significant delay and a backup device was available. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.